Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority(case# mw5063159) in united states on 10-oct-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer's concomitant disease includes multiple sclerosis. She reported having connectivity muscle, pelvic pain, migraines urological menes brain fog, depression, anxiety pain relapse of multiple sclerosis, was put on numerous medication, heat stoke, migraines, vomiting, hypersensitivity, numbness, rashes, muscle weakness, insomnia, psych ward due to major chronic depression, also bone degenerative disease. At the reporting time, she still did not have full use of her faculties. Consumer mentioned that onset date of events was (B)(6) 2014, however she did not specified to one of the events. She reported the explanted date (B)(6) 2016; and the seriousness criterion hospitalization but did not specify the event. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain, major chronic depression/depression, relapse of multiple sclerosis and heat stoke (seen as heat stroke). All serious events due to medical significance except major chronic depression that is serious due to hospitalization. All unlisted events except pelvic pain that is listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, event started after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding events major chronic depression/depression, relapse of multiple sclerosis and heat stroke. Although all occurred during essure use, given essure's local action in fallopian tubes causality was considered unlikely. In addition non-serious events were reported. This case was regarded as incident, since device removal was required. Further information cannot be obtained since the reporter did not provide any contact information. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up was received on 10-nov-2016: quality-safety evaluation (ptc global number (B)(4)): no sample was available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review oft he manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time: although we were unable to confirm this complaint,we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and presented pelvic pain, major chronic depression/depression, relapse of multiple sclerosis and heat stoke (seen as heat stroke). All serious events due to medical significance except major chronic depression that is serious due to hospitalization. All unlisted events except pelvic pain that is listed in essure's reference safety information. After essure insertion, abdominal, pelvic and uncharacterized pain may occur. In this case, event started after essure insertion. Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Regarding events major chronic depression/depression, relapse of multiple sclerosis and heat stroke. Although all occurred during essure use, given essure's local action in fallopian tubes causality was considered unlikely. In addition non-serious events were reported. This case was regarded as incident because device removal was required. According to the product technical analysis (lot number was not provided), product quality defect could not be confirmed but is considered plausible. Follow up cannot be pursued as no reporter information is provided.